Event description:
Rptr encountered two mammary prostheses which leaked. With first one, leaking was observed when filling. Implant was removed and replaced with second prosthesis which also began leaking during filling.